Event description:
It was reported a motor stall, with no recovery, was noted in the event logs from the pump. The logs indicated a motor stall had occurred in 2008. Two days later, a warning message appeared in the logs indicating the "stopped pump period may exceed tube set." The motor stall was caused by the pt having an MRI. The error message was found in two months later, when the pt was seen by their hcp. A motor stall recovery message appeared in the logs for the date and time the pump was interrogated in may. The pt had no symptoms. The drug used in the pump is baclofen 2000 mcg/ml at a dose of 150.2 mcg/day.